Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device needed an alignment and the end of the mesher comb was damaged. Event occurred during surgery, a delay of 16-30 minutes was reported. No harm, no impact to graft. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been reported by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet australia on 26 february 2020 revealed that the comb was damaged, and multiple other parts needed to be replaced. Repair of the device was performed by zimmer biomet australia on 26 february 2020 which included replacement of the left side plate, right side plate, bottom roller, synthetic bearing, belleville washers 0.023, belleville washers 0.025, shoulder bolts, cap nuts, bottom roller gear, comb, head screws, pin handle, and ratchet gear handle. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.